Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: 419488 lead, implanted 2(B)(6) 2012. (B)(4).

Event description:
It was reported that the elective replacement indicator was triggered for the device. Device longevity did not meet expectations. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.